Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had multiple colors on the image and the image is not clear. The issue occurred during inspection for use. There were no reports of patient involvement.